Event description:
At about 1 month after the primary surgery, the patient came in reporting pain due to a dislocation, head from the liner, and the cause is unknown. The surgeon revised the cup and liner with competitor components and revised the medacta head with a medacta head. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 30-dec-2022. Lot: 2201898: (B)(4) items manufactured and released on 17-feb-2022. Expiration date: 2027-02-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Additional component involved: ball heads: mectacer 01.29.201 biolox delta ceramic ball head 12/14 ø 28 size s -3.5 lot: 2204265: (B)(4) items manufactured and released on 15-jun-2022. Expiration date: 2027-06-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.